Event description:
It was reported that the locking system on the universal oscillating saw attachment would not lock in the attachment. There was no patient harm or delay reported. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.